Event description:
Procedure type: laparoscopic incisional hernia repair. According to the reporter: nine days post-operatively, the pt allegedly presented with extensive pericardiac tamponade which was treated with ultrasonically guided percutaneous drainage. Sternotomy showed a spiral tacker protruding through the pericardium, resulting in a lesion of 2 x 2 mm in the right ventricle. Five spiral tackers were visible from the inside of the pericardium and two had gone through the diaphragm and into the pleural cavity.

Manufacturer narrative:
(B)(4)